Event description:
A customer reported to olympus that there were several patients who were infected after scoping with a cysto-nephro videoscope. One patient was reported to have been admitted. Additional information has been requested regarding this event. This event is reported under the following patient identifiers: (B)(6) this is for the several unspecified number of patients who were infected. (B)(6) this is for the one patient who was admitted. This medwatch report is for patient identifier (B)(6).